Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were moderately tortuous, mildly calcified, and had mild thrombosis. It was reported that after the stent grafts were implanted with 3 cm of overlap, the final angiogram revealed a type iii endoleak between the bifurcated stent graft (MFR report # 2953200-2010-02072) and the iliac limb. The physician elected to intervene by implanting another iliac limb, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak, moderately tortuous vessels. Conclusion: moderately tortuous vessels.